Manufacturer narrative:
Inspected one opened/used sensor and found needle separated from sensor base. Unable to confirm customer received sensor in said condition due to customer return sensor opened or used. Again no broken or missing parts were observed during analysis.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was missing. The customer blood glucose was unknown. The customer states that the needle punctured but did not stay. The customer states they receive the change sensor alert. The sensor will be returned for analysis.